Event description:
It was reported that the pt had an 8x14cm piece of veritas collagen matrix and a tissue expander implanted in both the left and right breasts during bilateral breast reconstruction surgery on (B)(6) 2011. The veritas was soaked in a bacitracin solution for five (5) minutes prior to the implant. The surgeon placed a total of four (4) drains, two (2) drains in each the right and left breast; one (1) drain was placed in the pocket and one (1) drain in the axilla area. Three (3) of the drains were removed on (B)(6) 2011, or ten (10) days post-op and the remaining drain was removed on an unspecified date. The tissue expanders were filled four (4) times with a final volume of 480cc in the left breast and 500cc in the right breast. The pt did not receive any chemotherapy or radiation treatments. The pt presented with an infection in the left breast only on (B)(6) 2011. The infection was treated with a seven (7) day course of bactrim ds. The pt was seen again on (B)(6) 2012 where it was noted that there was an ongoing infection and exposure of the tissue expander. The tissue expander was removed in an office procedure and the pt was given a second seven (7) day course of bactrim. On (B)(6) 2012, a drain was placed in the left breast due to the continuous accumulation of serous fluid. The drain was kept in place for several weeks. The pt has currently received her permanent breast implants and is reported to be stable.

Manufacturer narrative:
No product was returned for evaluation. The device history record was reviewed. According to the device history record, the device met specification at the time of manufacture. Same reporter and similar problems as the following manufacturer report numbers, but separate events: 2183620-2012-00056, 00057, 00058, 00059.